Manufacturer narrative:
Device is a combination product. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the proximal to mid left anterior descending (lad) artery. After a non-bsc guide wire crossed the lesion and pre-dilatation was performed with a 2.5 x 20mm maverick balloon catheter at 16 atmospheres, a 3.50 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted that the stent was shortened. Subsequently, a 2.75 x 28mm synergy¿ drug-eluting stent was implanted in the mid lad and a 3.0 x 16mm synergy¿ drug-eluting stent was implanted in the proximal lad, and the procedure was completed. No patient complications were reported and the patient's status was fine. The patient has already been discharged from the hospital.